Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2014 with the following findings: the pump was returned with a torn keypad cover. During testing, all of the keypad button contacts were observed to be missing; therefore, the keypad buttons could not be tested and contamination could not be seen. Unrelated to the initial complaint, the audio bolus button cover was detached. The leak test failed due to an audio bolus button leak. There was evidence of moisture corrosion on the bolus button contact. The battery compartment was observed to be cracked. Also unrelated the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. The reporter alleged that the keypad was missing/peeling and that all of the keypad buttons were under-responsive. The reporter also alleged that there was evidence of moisture at the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.